Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, the gastrointestinal videoscope exhibited white foreign material on the large and small light guide lens covers, as well as on the air and water tube, channel, and jet tube. There was no patient involvement.